Manufacturer narrative:
(B)(4). Exact date of event is unknown. Film evaluation results are: a review of x-rays from 3+ years post ¿implant revealed that a talent bifurcate system was implanted in the patient. The ipsi limb was placed down the left side and the contra limb was on the right side. An endurant aortic cuff was implanted approximately 10 ¿ 15mm above the bifurcate, and multiple aptus staples were seen implanted around the perimeter of the aortic cuff. The aortic body and ipsi limb were essentially straight, and the contra limb was slightly flared out laterally. No stent graft issues were observed. Review of x-rays showed similar findings from the previous x-rays; 6 weeks earlier. Review of non-contrast films revealed that the aortic cuff was positioned within the aortic neck. The proximal cuff od measured ¿ 30mm. The max diameter aaa measured 7cm. The distal end of the right/contra limb was within the aneurysmal right common iliac artery which measured 4cm in diameter. The ipsi limb was positioned within the left common iliac artery. Lack of contrast did not permit the assessment of any endoleak, stent graft patency, or accurate measurements. No obvious stent graft issues were observed. The cause of the reported proximal type I endoleak could not be determined from the films provided. Films pre-implant and earlier p ost-implant films were not available for return. Images from the reported endoleak were not provided, and the CT¿s reviewed were non-contrast. It could not be confirmed if the talent bifurcate may have migrated. The proximal type I endoleak may have been caused by disease progression due to neck dilatation, since it appears that there is minimal radial apposition at the proximal seal.

Event description:
An endurant stent graft system was implanted in a patient for an endovascular treatment. The maximum aneurysm measured 73mm in diameter. It was reported that nine aptus endoanchors were implanted to treat a proximal type I endoleak. The final angiogram showed that the endoleak resolved. A proximal type I endoleak was identified. The physician assessed the endoleak was related to the patient's aaa and not the aptus device. A proximal type I endoleak had been treated with a stent from another manufacturer prior to the use of the endoanchors. The proximal type I endoleak reoccurred, and the endoanchors were implanted, as reported previously. Additional information also reported that on patient's CT scan, a 3 cm diameter pseudoaneurysm was observed in the right common iliac artery. The right groin had become discolored and the patient had an expanding pulsatile hematoma in the groin. This large pulsatile mass was later diagnosed as an expanding right groin pseudoaneurysm. The patient was admitted for emergent repair. During and after the repair procedure, the patient became hypotensive due to extensive bleeding. The patient responded to medication, but became hypotensive again. On transesophageal echocardiogram (tee), the patient's ventricles were noted to be empty, so additional blood products were given. Then the patient's left pelvis started to become more full or distended. Per the physician, it was possible that the right external iliac artery may have perforated from another manufacturer's balloon that was used for proximal control during the repair procedure. In addition, the patient's abdominal aortic aneurysm, which was pulsatile at the start of the procedure, may have ruptured. The patient expired on the same day. The investigator assessed the aneurysm rupture to be related to the re-intervention procedure. Per the investigator, the presumed cause of the patient death was due to hemorrhagic shock, ruptured abdominal aortic aneurysm and patient's underlying diseases, atherosclerotic disease of the aorta, iliac and femoral arteries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the large pulsatile mass of the right groin, that was previously reported and diagnosed as an expanding pseudo-aneurysm, was assessed by the investigator to be related to the intervention procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the investigator assessed the intervention as unrelated to the abdominal aortic aneurysm. The investigator determined that the patient's right external iliac was perforated and assessed the event as related to the intervention procedure.